Event description:
A customer contacted beckman coulter inc., (bci) regarding false ckmb results generated by the access 2 immunoassay system on one patient's sample. The specimen was automatically re-run per customer lab policy and ckmb result obtained was in a different clinical range. Erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected into a green top plasma tube that was centrifuged for 2 minutes at 5,000 rpm. Qc was within the customer's established ranges. No system error messages were associated with this event. A field service engineer (fse) adjusted mixer motor speed and ultrasonics voltage. The fse verified vacuum and inspected aspirate tubes and peri-tubing. The fse ran high sensitivity (hs) system check which passed all specifications. The fse did not identify a clear hardware root cause.